Manufacturer narrative:
Continuation of d10: product ID: b35300 (serial: (B)(6); product type: 0197-implantable neurostimulator; implant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had their implantable neurostimulator (ins) replaced with a rechargeable ins 2-3 days ago, because their old ins had died 2 and a half months ago, but they still have "shakes". Agent walked them through connecting to the ins and was able to confirm that the therapy is on. Agent documented reported events and redirected them to the hcp to further address the issue.